Manufacturer narrative:
Date of event is an approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient had turned the ins off in the hospital and when they got out of the hospital they turned it back on and it zapped them good and tingled under their tongue. The state they went into atrial fibrillation and there is a possibility to put the patient to sleep for 15 seconds and do a cardioversion to hopefully get rid of the atrial fibrillation. No further complications were reported or anticipated with this event.